Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 181, 195 and 172 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The customer stated he normally takes his blood sugar in the mornings fasting around 7:30am-8:00am. The customer stated he has not had any changes in his diet or exercise. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:the customer is concerned with 5 results provided in the meter's memory. The customer normally takes his blood sugar in the mornings fasting around 7:30am-8:00am. He says the highest his sugar has been 2 hours after a meal is 135mg/dl. He has not had any changes in his diet or exercise and that is why he is concerned.